Event description:
(B)(4). Event took place in (B)(6), has not been initially reported to (B)(6) authority. Tentative summarizing translation of user's narrative: "leakage at hub". Noticed during use, device was replaced. Two cannulas involved/affected showing similar failure. Event has not been reported initially to FDA due to eval as single fault.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Please refer to eval report attached. Pajunk considers this file as closed.